Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. As received, the balloon was found to be ruptured. Both balloon windings were intact. Windings were removed and balloon latex was relaxed. The edges of the rupture region did not appear to match up. No other visible damage or abnormality was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation performed, a product risk assessment was generated to address the balloon rupture with fragmentations for thru-lumen models and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. Additionally, the units go through a balloon integrity inspection as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Per the instructions for use: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. ". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this fogarty catheter, the balloon did not inflate. There was no allegation of patient injury. The device was available for evaluation.